Manufacturer narrative:
Initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that the smart touch bidirectional sf has a superficial cut at the middle section of the shaft with an exposed braid. The damage to the shaft could be related to the handling of the device during shipment. Deflection testing was performed, in accordance with bwi procedures. The deflection mechanism pass the test, the curve met the specification. A manufacturing record evaluation was performed for the finished device 30673177l number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The event described could not be confirmed as the device was found with the deflection curve within specifications, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a superficial cut with an exposed braid in the middle section of the shaft. The finding was identified on (B)(6) 2022. It was initially reported by the customer that during the procedure there was a strange feeling in how the catheter curved. The issue occurred during gap ablation. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Deflection issue is not MDR-reportable. Broken shaft (mid shaft) is MDR-reportable.